Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that insulin pump has been alarming no delivery alarms. Customer's blood glucose was unknown. Customer was able to clear the alarm with a complete set change in the past. Customer reported the alarm did not occur during manual prime. Customer was unable to troubleshoot. Customer wanted to return the reservoir, infusion set for analysis. Customer was advised that reservoirs and infusion sets will be replaced.